Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Field service engineer (fse) replaced the data acquisition (da) pcba to resolve the reported issue. Unit passed required performance verification tests. The data acquisition (da) pcba was return for analysis. An investigation was performed and the defective u7 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Manufacturer's field service engineer (fse) was performing annual preventative maintenance and found that unit would not pass performance verification testing (pvt) for pressure accuracy testing. There was no patient involvement.